Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported rupture was confirmed. The investigation was unable to determine a conclusive cause for the reported balloon rupture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. A 1.5x6mm mini trek rx balloon dilatation catheter (bdc) was soaked and air aspiration was performed prior to use. The bdc was advanced toward the target lesion, the balloon was inflated once up to 10 atmospheres and the balloon ruptured. The device was removed and replaced with a new same size mini trek to continue the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.